Event description:
Severe pain in the injected knee [arthralgia]. Case description: spontaneous report received on 08/26/2009 from a (B)(6) female patient with a history of osteoarthritis of both knees, initials (B)(6), who experienced severe pain in the injected knee after receiving synvisc. The patient received a course of synvisc therapy in unspecified locations on unspecified dates 30 months prior to (B)(6) 2008, about one year before (B)(6) 2008, in (B)(6) 2008 and a course of therapy in both knees in (B)(6) 2008. The patient reported that she had a reaction to synvisc in one knee and experienced severe pain in the injected knee for about three days during one of these courses of therapy, but did not remember which knee or the treatment, but thought it was probably the right knee. She reported that the pain slowly got better and resolved over the next few days, especially after her doctor treated her knee with a corticosteroid injection. She reported that otherwise she tolerated synvisc well. At the time of this report, the outcome of the patient was unknown. See (B)(4) for other adverse events from this reporter. Manufacturer's comment: the benefit-risk relationship of synvisc is not affected by this report.